Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was returned for investigation, no evaluation could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a fistulagram with intervention via the left brachial, the doctor was unable to fully deploy the stent. It would only deploy 4-5 mm. He noted extreme deployment friction. The doctor felt a little resistance when he first went through the skin only. The procedure was done sheathless. The intended site was the cephalic for stenosis. The tracking path to the site was approximately 15cm, and it was not tortuous and there was no calcification in the vessel. He used a 0.035 guide wire, length 260 cm. The device was removed from the patient and the procedure was completed with another stent. There was no reported injury to the patient.